Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while at a graduation ceremony. The patient went to the clinic and interrogation of the s-ICD revealed that the episode was caused by noise being oversensed. The shock impedance measurement was in normal range. The data was sent to boston scientific technical services (ts) and a ts consultant discussed that the type of noise is consistent with an inadvertently slightly loosened setscrew. Further testing noted that the noise was only observed on the secondary and alternate vectors and not the primary vector; further evidence indicating a loosened setscrew. Additional troubleshooting was discussed, including programming the s-ICD to the primary vector. The s-ICD and electrode remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was able to be interrogated and a memory download was performed successfully. Visual inspection identified a hole in the seal plug. No other anomalies were noted; the setscrew moved freely and without issue and there were no obstructions in the port. A test electrode was inserted into the port without any issues and the setscrew was able to be fully tightened. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Detailed analysis was conducted on the seal plug and the noise observed in the field was able to be reproduced during testing. Laboratory analysis was able to confirm that a hole in the seal plug caused the noise that led to the oversensing and delivery of inappropriate therapy.

Event description:
At a later date, the s-ICD system was explanted for an unrelated issue. The s-ICD was returned for laboratory analysis